Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is cracked on the batter cap. The customer doesn't know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer has accepted the cot and has agreed to return his oow pump.

Manufacturer narrative:
The insulin pump was reserved with unresponsive bolus express, escape, act and down buttons due to corroded keypad traces. Unable to perform any test or verify no delivery alarm due to unresponsive buttons. No broken or cracked battery cap noted. The insulin pump had had minor scratched lcd window, cracked case at the display window corner, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at the reservoir tube window corner.